Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to large prolapse/flail of the lateral posterior leaflet. The reported difficulty visualizing the clip appears to be related to challenging imaging. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging. Two mitraclips were successfully implanted. Post deployment, second mitraclip had single leaflet device attachment(slda) from the posterior leaflet. Per the physician, slda was due to the pre-existing patient anatomy. The mr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects reported.